Manufacturer narrative:
Ous MDR - the analysis of the lead revealed a damaged insulation about 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - pt presented to clinic after hearing medtronic ICD alarm start on (B)(6) 2010 and receiving a shock on (B)(6) 2010. Interrogation on (B)(6) 2010 showed one inappropriate shock delivered due to noise on lead. Rv integrity lead monitor had been alerted due to 934 counts on the sic counter and 152 episodes of nonsustained vt in the monitor zone. Egms for 5 of the vt episodes also indicated noise. Lead measurements stable.